Manufacturer narrative:
It was reported that "he apparently stepped on his foot as he was turning around, and tumbled down, falling onto the walker (which should have held him up), and the walker leg completely broke, the leg snapped in two." Due to this, "sustained injuries to his forearm and underwent physical therapy for right shoulder pain". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fall requiring physical therapy.